Event description:
It was reported that cup positioner instrument wouldn¿t thread into the acetabular shell. Compared to other impactors of the same type on-site, the length of the threaded portion of this inserter appears shorter (with the shiny shell impactor cap on) which would explain why it wouldn¿t thread into a shell. Four minute delay in surgery while another impactor was obtained. No additional information is available. No adverse event to patient.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device was not returned to zimmer biomet for investigation. The product location is unknown. If the device is received a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified strike plate shows indentations from previous uses. Nicks, gouges, and scratches are noted to the handle and body. Thread deformation is noted at the leading threads. The DHR was reviewed and no discrepancies related to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.